Manufacturer narrative:
The investigation was completed on 09-apr-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000321 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a foreign material issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium had something white stuck in the hemostatic valve and it made it difficult to advance the dilator. The dilator had a very tight fit and when they pushed fluid through, the fluid "shot out the other end". When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received. The occlusion was due to foreign material. The issue was noticed before use on the patient and the device was not used on the patient. The material observed in the device was embedded. No damage on sheath / dilator due to the obstructed sheath. The irrigation was completely obstructed. The event was assessed MDR reportable for the foreign material.